Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. A review of the data supplied, shows quality control (qc) was in range at the time of the event.a siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed service methods, aligned probes, replaced sample arm 1, replaced reagent arm 2 and integrated multisensor technology (imt) probes. The cse ran a precision test, which resulting in range. The cause of the discordant, falsely depressed urine enzymatic creatinine result is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely depressed urine enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not released to the physician(s). The customer repeated the same sample on the same dimension vista instrument, resulting higher. The customer reported out the repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine enzymatic creatinine result.